Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump infused a higher volume than programmed while it was tested at the rate of 125ml/hr and volume of 20ml. No patient was involved.

Manufacturer narrative:
The reported over-infusion issue was not confirmed. The pump was found to have a flow rate accuracy of 2.07%, which was within +/-5% specification. The pump failed the pressure test and was found to have a grinding door latch, a dented screen, and a battery outside of warranty. None of these issues was related to the reported issue. The pump was repaired, recalibrated, and tested to meet full specifications on 06/02/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00094).